Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncopal episode. Technical services (ts) reviewed the attached electrogram (egm), observed loss of capture (loc) and an increase in pacing thresholds since the last in-clinic interrogation on this rv lead. The health care professional (hcp) informed that the patient heart rate was within the 30-60 beats per minute (bpm) range. The patient presented to the emergency room (ER) with intermittent loc, a revision procedure was performed where this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.